Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was inactivated and a new rv lead was implanted. No patient complications have been reported as a result of this event.